Event description:
Report received indicated that after angioplasty was performed, the stent appeared too short in length. Transhepatic cholangial drainage was being performed. The target site was indicated to be "caput pancreatis/ porta hepatics." The length of the lesion measured about 6cm and there was no obvious tortuosity. The product was prepped and clinically used following the instructions for use (IFU). The stent delivery system appeared normal when removed from the packaging and during its inspection. The lesion was not predilated. There were no difficulties in advancing the stent delivery system (sds) through the vessel. Under digital subtraction angiography (dsa) it was observed that stent appeared to be 4cm in length after its deployment. Physician completed the procedure with an additional stent and satisfactory results were ultimately achieved. Patient was discharged. This product will be return for evaluation and testing.